Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 356.6710. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval, returned to manufacturer on, device eval by manufacturer. Annex b: b01. Annex c: c0201. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue error code 356.6710 was confirmed. Received on 08-jan-2025 into bd san diego operation¿s lab. Unit was received unboxed and with paperwork. Visual inspection confirmed the stated failure upon unit power-up. A test carriage fpc cable was installed in the unit and resolved the error code. Error 356.6710 due to faulty carriage fpc cable. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the carriage fpc cable. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 356.6710. There was no patient involvement.